Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated there was a crack in the syringe, and blood leaked out during collection. There was patient involvement/no adverse event reported.